Manufacturer narrative:
(B)(4). Device remains implanted. Additional information was requested and if received will be provided on a supplemental report.

Event description:
Superficial soft tissue infection, possible suture reaction with superimposed cellulitis.